Event description:
After cd25 enrichment of peripheral blood mononuclear cells (pbmc) on a macs ms column, abnormal debris was seen with flow cytometry analysis and microscopic observation. Flow cytometry analyses showed an abnormal smear. Further investigation showed that the smear consisted of cd45-negative debris. Microscopic observation of the enriched cell fraction exhibited small fatty globules. It is suspected that the ms column is the source of the globules, although it is not clear.